Event description:
It was reported that a flogard infusion pump would not turn on. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and battery testing were performed. Functional testing revealed that the device was unable to turn on. The cause of the condition was determined to be a depleted main battery below the threshold. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.